Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown epidural administration set disconnected from an unknown catheter. This occurred during infusion. The customer stated that "the patient was receiving ropivacaine via the epidural tubing and when the patient was changing clothes the tubing became disconnected. The patient picked up the line and incorrectly attached it to the arm IV. A nurse noticed the line had been switched prior to any patient harm." There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).